Event description:
Pt had a large malignant tumor on the floor of the mouth which was to be surgically removed. A peg tube was being placed prior to a surgical procedure. During the peg placement the tube broke while it was being pullded through the tube could not be pulled through the abdoment and another procedure was necessary.